Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective /preventative action as appropriate.

Event description:
During the evaluation of a returned transfer set, an occluder foot was discovered to be broken. No pt injury or medical intervention was reported.